Manufacturer narrative:
Country: (B)(6). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3-s1 and sacral thoraco-lumbar arthrodesis for an indication of spine neurological deformity. The patient had a medical history of spinal surgery. It was reported that the wrong positioning of the right l5 screw in conflict with the right l5 root causing right l5 radiculalgia. The screw was wrongly placed and poorly aimed by the surgeon. The additional surgery was performed on (B)(6)2017 to replace the right l5 screw. There were no further complications reported regarding the event.